Event description:
According to the reporter, during a total laparoscopic hysterectomy, while closing the vaginal cuff, when the device passed through the tissue, the needle broke in half. Half of the needle stayed in the device and the other half was still connected to the suture strand. The strand was removed and a new strand was loaded and used with success. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.